Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient experienced a skin reaction with pain, infection and redness and diagnosed with cellulitis that extended beyond the patch perimeter, which occurred 10 days after the sensor had been inserted in the arm. On evening (B)(6) 2026, the patient reported feeling pain with her sensor and when she had removed the sensor, the patient said that the area of the sensor adhesive was reddish, hard to touch and infected. The patient tried to apply bactroban in the area (unable to provide dosage and frequency). By (B)(6) at 5:00 pm, the infection of the sensor adhesive area had gone past the perimeter of the adhesive patch and the patient decided to go to a doctor. The doctor determined that she has cellulitis and was prescribed an oral antibiotic, augmentin 875/125 mg 2x a day for 10 days. The patient started taking the medication on (B)(6) and it is still ongoing. At the time of the call, the patient still feels some pain and the area is still reddish. The patient said she may have a follow-up with her doctor this week and to call back on (B)(6) 2026. No other details were provided. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).